Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure, the lead was attempted to be placed in the atrium, but could not be fixed well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.